Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed de novo lesion was located in the moderately tortuous common iliac artery (cia). A 3.5 x 20/135 sterling balloon dilatation catheter was selected to pre dilate the target lesion. The number of inflations is unknown however, upon inflation to 10 atms, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.